Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 22 g x 1 1/2 in. Bd integra¿ 3 ml syringe with detachable needle leaks after drawing medication while changing syringes. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Additional information: medical device lot #: 6201986, medical device expiration date: 07/31/2021, device manufacture date: 07/19/2016. Investigation summary: DHR review for batch #6201986 (p/n 305272): manufacturing dates: 9/7/16 to 9/9/16. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6201986 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: three un-sealed 3ml integra packaged syringes and one unsealed packaged needle was received by bd canaan. The syringes are confirmed to be from batch# 6201986 (p/n 305272). The needle was confirmed to be from batch #6152725 (p/n 305127). The samples were visually evaluated. The syringes are integra syringes. The integra syringes have a threaded needle connection that is designed to be used with integra needles. The sample needle has a luer connection. Based on the different types of needle and syringe connections these products are not able to connect properly and establish a seal. Needles with a luer connection are not compatible with integra syringes. Conclusion: based on sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: (B)(6) 2017.